Event description:
The surgeon was in the middle of a procedure when the needle broke. The broken piece was retained. No surgical intervention was performed. No injury occurred to the patient due to the needle break. The patient's hospitalization was not prolonged due to the needle break.